Manufacturer narrative:
(B)(4). The ICD was returned from the field and was evaluated. Longevity estimations show the battery voltage was normal based on device usage. (B)(4).

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.